Event description:
Event description guidant received information that this ventricular lead displayed a rise in pacing threshold measurements and loss of capture. During the revision procedure, it was noted that the suture sleeve of this atrial lead cracked.